Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s stimulator was working, but at night it woke her up and she was getting a fuzzy feeling. The patient didn¿t know if she had it up too high. The issue began in (B)(6) 2017, and occurred the last couple nights prior to (B)(6) 2017. Additional information was received from the patient. It was reported that the patient experienced a burning pain in her back and she thought it might be from the stimulator. The patient had her remote as low as she could go, but it was still burning. The patient was walked through her settings and it was noted that she had group adjust available and program 1 showed that she was at an amplitude of 10.50 volts and program 2 showed 0.0 volts. It was noted that the patient was on group a. The patient was able to decrease stimulation to 0.0 volts on program 1 then she slowly increased it back up to 3.0 volts which was comfortable. The patient thought that the burning stopped; however, she did mention that her back was tender. The patient was to follow-up with a healthcare professional. The patient had the back tenderness before, but it was worse on the night of (B)(6) 2017. The burning in the back began in (B)(6) 2017, and had occurred on and off for a week or two.